Event description:
Semi-rigid penile prosthesis was removed due to a malfunction. Unsure when or where the original implant surgery was performed. Investigation found the silicone tip and stiffener broken on one body and a silicone tip torn off on the other. It appears the tips were torn during the explant surgery. Significant delamination was found on both body cylinders and both lack stiffness. One body will not retract after stretching. Opened the unit and found significant fluid ingress. The cable was also frayed and broken where it enters the rigid end of the cylinder.